Event description:
The 4.2 fr s/l catheter placed (B)(6) 2010. It was repaired on (B)(6) 2011 due to external leak.

Manufacturer narrative:
The reported complaint was confirmed, but the exact cause is unk. A 4.2 fr broviac catheter had been repaired. The returned complaint sample consisted of a repair segment that was attached and secured to a 1.5" segment of strengthening sheath from a broviac catheter. A u-shaped split was found in the strengthening sheath 0.4" distal to the splice sleeve. The u-shaped split in the strengthening sheath indicates that the fluid filled the space between the 4.2 fr tubing and the strengthening sheath. A 1.5" segmented of 4.2 fr (inner) tubing was received separated from the repair segment. The remainder of the catheter was not returned for eval. It is possible that the repair was inadequate. The prod IFU states, "if the inner lumen of the catheter retracts inside the outer sheath, the outer sheath should be cut off flush with the inner lumen. Pull inner tubing from outer sheath 1 cm with atraumatic forceps. Insert the splice connector stent into the inner lumen until catheter segments are together. Lubricate with isopropyl 70% alcohol if necessary, but be sure the alcohol is removed or evaporated before proceeding." The metal stent was found within the repair site, but was not attached to the 4.2 fr (inner) tubing. The stent was within dimensional specification. No defects related to the mfg process were noted on the complaint sample. A lot history review (lhr) is not possible, as no mfg lot number has been provided by the complainant.